Event description:
A sprinter legend rapid exchange balloon dilatation catheter length 15mm, diameter 2.0mm was used to treat a lesion with 80% stenosis and no calcification in a pt's moderately tortuous rca. It was reported that the physician encountered difficulties when attempting to deflate the balloon at the lesion site. There were no issues noted during preparation. The protective sheath and stylette were removed from the device without difficulties. The physician inspected the device prior to use and there were no abnormalities noted. It was reported that the device advanced normally over the wire to the lesion. The balloon was inflated to 14atm without difficulty. When the technician attempted to deflate the balloon, it failed to deflate. After several attempts at unsuccessfully deflating the balloon, the physicians inflated the balloon above the recommended rated burst pressure, resulting in the balloon burst and the device was withdrawn. The procedure was successfully completed by implanting a 3.0x18mm endeavor sprint rx drug-eluting coronary stent. The pt was reported to be fine post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4): evaluation: results: (the root cause of this event is undetermined). Evaluation summary: the device was returned to medtronic for evaluation. On review of the returned device, the balloon had been inflated. Approximately, 8 mm of outer shaft just proximal to the balloon bond also appeared to have been inflated. The distal tip was damaged. No further damage was noted. Despite the outer shaft meeting specification, the possibility exists that some degree of stretching did occur.